Manufacturer narrative:
MFR received date: 06nov2019. It was also observed that there is a cracked housing on top of the equipment. The customer has declined to repair the unit at this time. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019.

Event description:
The customer reported dark display. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec¿d by MFR: 28oct2019. Date of report: 29oct2019. The manufacturer¿s international service technician confirmed the reported issue. It was also observed that the fan had a motor printed circuit board assembly (pcba) failure, damaged rubber feet, and battery needing maintenance. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.